Manufacturer narrative:
The device referenced in this report couldn't be returned to olympus medical systems corp. For evaluation. The manufacturing history of the subject device was reviewed, with no irregularities noted. Therefore the exact cause of the reported event could not be conclusively determined. This type of ptfe pad damage is most likely related to the operator's technique. Based on the past similar cases, it is known that the ptfe pad was partially separated when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). Since the ptfe pad of the device was partially separated and consequently tissues were accumulated on the grasping section, the user might express that to be sticky. The instruction manual of the subject device already states; warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
When the subject device was used for a procedure, there were two consecutive short circuit errors. After that the ptfe pad of the device was partially separated, and the user commented that the device was sticky. The procedure was completed with another thunderbeat device. There was no patient harm reported.